Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of a 48mm diameter aortic abdominal aneurysm. It was reported that during the index procedure after the stent graft was implanted an angiogram demonstrated an inconclusive endoleak. The physician completed a number of contrast runs and ballooned proximally. Severe graft porosity was observed and confirmed the endoleak as a type iiib endoleak. A non-medtronic graft was implanted to treat the event and the endoleak was resolved and the procedure was completed. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact source and cause of the type iii fabric endoleak reported at implant could not be determined from the films provided. Images during implant were not provided, including films during endoleak interrogation when it was reported that the catheter was brought down inside the implanted aui; therefore, the reported endoleak event could not be assessed. Post-implant CT¿s were also not available for review of the stent graft in-vivo configuration. While a type iii fabric endoleak from a fabric hole cannot be ruled out, this most likely was an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1620c82ee ; s/n: (B)(4); use by date: 2020-03-07; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.